Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller originally requested help with setting up her multiclix lancet device and issues with using the device. Upon review by the first level investigation unit, the lancet was found to have a protruding lancet from the end cap after firing. No accidental stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.